Event description:
The customer reported the ventilator alarmed gas supplies lost. The customer reported pt involvement with no harm to the pt.

Manufacturer narrative:
Pr#: (B)(4). Follow up attempts were made to obtain pt info; no response received to date.